Event description:
It was reported that difficulty crossing a lesion and stent damage occurred. A 2.50 x 12 synergy stent was advanced, but was not able to cross the lesion. It was noticed that when retracting the synergy stent, the struts were damaged. A balloon was advanced and pre dilatation was performed. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was later reported that the stent strut damage was likely due to the combination of the calcified and tortuous lesion. The stent strut damage occurred while advancing the device. It was noted that the stent strut damage may have occurred in combination of while inside the patient and while inside the guide catheter. No patient complications were reported in relation to this event.

Event description:
It was reported that difficulty crossing a lesion and stent damage occurred. A 2.50 x 12 synergy stent was advanced, but was not able to cross the lesion. It was noticed that when retracting the synergy stent, the struts were damaged. A balloon was advanced and pre dilatation was performed. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.